Event description:
Nurse had to change this foley catheter out due to leaking. She saved the catheter, and when I tested it, the balloon expanded with the 10 ml of saline but then after 5 minutes had completed deflated from a leak.